Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures concomitant product include: bwi products: lasso catheter (us catalog # 35o26rct, lot # 17692531l) and carto 3 system (us catalog # unknown serial # unknown). Non-bwi products: st. Jude medical/abbott brk xs transseptal needle (g407208) and a st. Jude medical swartz sl1 8 french sheath (407439). Manufacturer's ref # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, a cardiac tamponade was detected. Pericardiocentesis yielded 1500 ml of fluid. Protamine sulfate was administered for heparin reversal. Patient improved post-intervention. Patient required extended hospitalization in the intensive care unit (ICU) as a result of the adverse event. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical/abbott brk xs transseptal needle and a st. Jude medical swartz sl1 8 french sheath. Generator parameters at the time of injury included power control mode at 35 watts with warning at 45 (unspecified) and cut-off at 48 (unspecified). Generator settings at the time of injury include power at 35 watts, temperature of 31 degrees celsius, and impedance of 140 ohms. Power was not titrated during ablation. Overall ablation time at the site of injury was 3 minutes and 56 seconds. There is no information regarding last ablation cycle time at the site of injury. Irrigated catheter flow was set at 17-30 ml/min. Patient received anticoagulant (heparin 7500 units) during the procedure with activated clotting time (act) of 310 seconds. There is no information regarding spi value. The thermocool® smart touch¿ electrophysiology catheter was in close proximity to the lasso catheter. The thermocool® smart touch¿ electrophysiology catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Force visualization features included dashboard, vector and visitag. Parameters for stability included 3 sec, 3 mm, 25%, and 3 grams. Additional filters used with the visitag included ablation index of 350 posterior and 450 anterior. Ablation site was the anterior carina between the left atrial appendage (laa) and the left superior pulmonary vein (lspv). There were no issues or errors reported on any bwi products or equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/01/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a (B)(6) year-old female patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, a cardiac tamponade was detected. Pericardiocentesis yielded 1500 ml of fluid. Protamine sulfate was administered for heparin reversal. Patient improved post-intervention. Patient required extended hospitalization in the intensive care unit (ICU) as a result of the adverse event. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Product evaluation: the device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; the force values were observed within specifications. Electrical test was performed on the catheter and it was found within specifications; no electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref # (B)(4).